Manufacturer narrative:
No questionable results were reported outside of the laboratory. The user identified the questionable results prior to validation and release.

Event description:
There was an allegation of questionable elecsys vitamin d total iii and elecsys vitamin b12 ii results for 3 patient samples on a cobas e 411 analyzer (rack system). This medwatch will cover vitamin d. Refer to medwatch with a1 patient identifier (B)(6) for information on the vitamin b12 results. Sample 1: the initial result was questioned and failed the validation criteria, prompting the repeat of the sample. On (B)(6) 2025, the initial result was 8.65 ng/ml with a data flag. On (B)(6) 2025, the repeat result was 37.32 ng/ml. The repeat result was deemed correct based on the patient's vitamin d medication. Sample 2: on (B)(6) 2025, the initial result was 24.85 ng/ml with a data flag. On (B)(6) 2025, the repeat result was 41.21 ng/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided was within specification. It was found that the customer does not invert the sample tube after collection, and they only allow samples to clot for 20 minutes when 30 minutes is recommended. The alarm trace showed sample clot/sample volume insufficient, sample liquid level detection, and low sample volume alarms. The root cause of the event was consistent with pre-analytical sample handling issues. Preanalytics are within the customer's responsibility. No product problem was identified.